Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user's blood glucose (bg) level was 489 mg/dl. Reportedly, the user had an issue with their memory since using the pump. The user addressed bg level with manual injections.